Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication of damage to the pump; however, the yellow o-ring was visible. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: the pump powered on to a blank display screen. The pump's code was able to be downloaded and an eeprom failure was discovered.